Event description:
I purchased a used pentacam hr with csp pro (serial #(B)(6)) from a third-party seller in early 2025. After installation I discovered evidence of unauthorized firmware and counterfeit licensing that enabled unapproved diagnostic modules. I immediately notified oculus inc. And cooperated fully. They acknowledged tampering but did not retrieve the unit or file a report. I also reported a similar unrecovered demo unit sold on ebay in (B)(6) 2024. Oculus was unable to recover it. Despite my cooperation, oculus later demanded I sign a broad exchange agreement and threatened to report me to the FDA and state board when I requested reasonable protections. I am reporting this as a device-integrity and traceability issue: multiple untracked or tampered oculus pentacam devices may remain in circulation, potentially affecting diagnostic accuracy and patient safety.